Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_ (B)(4).

Event description:
It was reported that the scope cut out during case. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Summary conclusion: the hazard reported in this complaint was caused by damage to the distal tip of the scope which damaged the internal electronics and resulted in loss image. This failure mode was attributed to use error, maintenance and care, rather than a material, component, or manufacturing deficiency. This event is filed under internal complaint ID (B)(4).